Manufacturer narrative:
This device was not returned to (B)(4) for evaluation. Because it was not returned no investigation could be performed. This report will be updated if the device is returned to (B)(4).

Event description:
The initial reporter stated "pump tubing cracked at the spike insertion into the bag with a large leak", 3 sets affected. (B)(4) did attempt to gather more information about the complaint, however, no further information was ever made available. (B)(4).